Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing pain and healing slowly at the pocket site. The physician believed that the diabetes of the patient was the cause of slow healing. The patient had a trigger point injection and has fully healed. The device remains implanted and in service.